Manufacturer narrative:
(B)(4). This lot was manufactured on october 24, 2011 ¿ october 25, 2011. Evaluation summary: baxter received the unit for evaluation. A visual inspection identified that the fill port cap was missing. Since the device was received out of its original packaging it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was missing its blue cap. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Catalog number: the customer reported 2c1740k as the product code; however, this product code does not correspond with the reported lot number of 11k069. Product code 2c1730k corresponds with the reported lot number. Should additional relevant information become available, a supplemental report will be submitted.